Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak coming from the left side of the closed tube aliquotter (cta) unit located in the unicel dxc 600i synchron access clinical system. No operator exposure was noted.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2010 and tightened the fitting on the wash buffer filter.